Manufacturer narrative:
Follow-up # 1 (05/09/2011)-device evaluation: the lay user/patient's product involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011) with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 5:00 pm. The patient reported blood glucose results of "240 mg/dl" with the subject meter and "140 mg/dl" on another meter (unknown brand), performed greater than 30 minutes of each other. The patient informed the cca that he manages his diabetes with combinations of oral medications; however the type and dose of medications is not known. On the onset to the alleged issue, the patient claimed he was consuming more food and/or drink. The patient stated he felt very weak and he passed out 10-15 minutes after the alleged issue began. According to the cca documentation, the patient denied seeking any form of medical treatment. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, the results obtained were from the same approved sample site, and the patient's testing procedure was correct. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.